Manufacturer narrative:
Additional information was received on (B)(6) 2021. Explant was performed on (B)(6) 2021. The device was found to be ruptured with explant. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the removal only was (B)(6) 2021, and left was also found ruptured during mammogram and ultrasound. Field d6b for explant date is updtaed to (B)(6) 2021 on this form. Patient mentioned that she feels so much better now that the implants are gone. This supplemental medwatch report is for the patient¿s right-sided device. Left side rupture is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 14, 2022. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6947238 , and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced breast asymmetry post procedure. The right side was drooping and appeared smaller than the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.